Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The remote arm controller (rac) was analyzed however failure analysis could not reproduce the issue for non-recoverable error 22553. The rac was installed into pca test system and ran for 10 minutes, since cycle, 60 power cycle and sitting idle for 2 hours without any errors. The rac remained in the test system for 7 days while testing other parts which performed with no issues or errors.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported a non-recoverable error 25553 on the system. It was noted that the customer was continuing with the case. The isi technical service engineer (tse) logged onto the system to review the logs and confirmed error 25553. As reported, the customer had disabled the arm and had to restart the system to proceed with the case. The procedure was otherwise completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Due to the system error 25553, the fse removed and replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the remote arm controller (rac) assembly was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Complaint investigation confirmed the fse replaced the remote arm controller (rac) due to error 25553. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.